Manufacturer narrative:
Medical records have been provided and have been reviewed by post market clinical staff and physician. Patient on peritoneal dialysis using the cycler, noted an episode of fluid leak when patient was starting the treatment; patient was treated with prophylactic antibiotics, and peritoneal dialysis effluent did not grow any organisms. Patient did not develop symptoms of peritonitis, cultures remained negative, although the wbc count in the pd fluid was reportedly elevated. This event has been reported as serious injury due to the presumed event of peritonitis requiring prophylactic antibiotics. A supplemental report will be submitted upon completion of the plaint's investigation.

Event description:
A peritoneal analysis (pd) patient reported a leak from the cassette into the cycler during treatment on (B)(6) 2014. The patient went to the clinic (B)(6) 2014. Cefepime antibiotic was prescribed and pd effluent samples taken for culture. On (B)(6) 2014 cultures revealed peritonitis and vancomycin antibiotic was prescribed. The patient switched to manual treatment. On (B)(6) 2014 the pd nurse confirmed the leak and infection. No samples were retained for investigation. During follow up on (B)(6) 2014 the pd nurse stated the patient was recovering and has finished antibiotic treatment.